Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: j matern fetal neonatal med. 2017; 30(14): 1650¿1654. Doi: 10.1080/14767058.2016.1220529 (B)(4).

Event description:
It was reported via journal article: "title: obstetrical outcomes of emergency compared with elective cervical cerclage" authors:ohad gluck, yossi mizrachi, shimon ginath, jacob bar & ron sagiv citation: j matern fetal neonatal med. 2017; 30(14): 1650¿1654. Doi: 10.1080/14767058.2016.1220529. The objectives of the study was to review the obstetric outcomes of emergency cerclage compared with elective cerclage. This is a retrospective cohort study of pregnancy outcomes of patients who underwent cervical cerclage, performed according to acog guidelines, between january 2006 and december 2014. A total of 154 patients (age: 32.6 ± 6.1) underwent elective cerclage and 47 patients (age: 33.05 ± 6.4) underwent emergency cerclage. All patients underwent modified mcdonald cerclage, under general anesthesia, in trendelenburg position. Mersilene tape (ethicon) was used to suture the cervix. The knot was located at the posterior wall of the cervix in order to avoid bladder irritation. In the elective cerclage group, reported complications included chorioamnionitis (n-2) and composite procedure-related complications (n-4). In the emergency cerclage group, reported complications included chorioamnionitis (n-2) and composite procedure-related complications (n-4). It was concluded that pregnancy and delivery outcomes of emergency cerclage, performed according to the acog guidelines, in asymptomatic patients, were comparable to those of elective cerclage in preventing preterm labor, and does not involve poorer delivery outcomes.